Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker exhibited oversensed noisy signals. Additionally, false pacemaker mediated tachycardia (pmt) episodes were stored within the device. Technical services (ts) was consulted to review a report and confirmed the oversensed signals and further determined that pmt episodes were sinus driven. Ts noted other oversensed signals on the presenting electrogram as well. No adverse patient effects were reported. This pacemaker remains in service.